Event description:
Pt came to hosp after apneic episode, gasping for breath. During evaluation, heart rate dropped. Pt did not respond to atropine or epinephrine. Resuscitation efforts were not successful. Medical examiner's report received 10/14/1999 shows immediate cause of death to be cardiac tamponade due to multiple perforations of the right atrium from a catheter wire.